Event description:
I purchased a (B)(6) wrist support (B)(6) on (B)(6) 2014 from my local (B)(6) store (B)(4). I wore it, off-and-on, for about 1.5 days; now I have lost all feeling in my left thumb. Obviously, I have ceased wearing it. I will wait a few days to see if any feeling returns. I will otherwise be consulting my doctor next week; please be advised that your product caused this. I may be in contact again soon regarding any legal responsibility for this problem. (B)(6) reports that he went to a hand specialist, a bone doctor who referred him to another doctor to have the electrical impulse test done to see wat is going on. (B)(6) reports that the doctor has done some nerve checking test but he has not gotten any results from him yet. The thumb is still numb, no change at all.

Manufacturer narrative:
Method: product was not returned to the manufacturer. Results: product was not returned for evaluation. Conclusions: no conclusion can be drawn.